Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The customer facility reported pt had a right femur fracture fixation done at age 16 years and was noncompliant with follow up for hardware removal. Pt had right hip pain and an x-ray taken on an unreported dated showed heterotopic ossification formed around the implant. The pt underwent surgery at age (B)(6) on (B)(6) 2013 for removal of hardware implant, deep, right femur nail. The surgeon was unable to get the implant to move with initial extraction device. During debridement of the bone at the bone/implant interface, a 2cm piece of the drill bit broke off and remains lodged deep in the patients bone as confirmed by intramedullary x-ray evaluation. The customer facility reported the drill bit fragment is unlikely to cause patient symptoms. This report is on an unknown screw. This report is 3 of 3 for complaint (B)(4).